Manufacturer narrative:
Per the t:slim user guide: your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple auto-off alarms. Tandem technical support reviewed the auto-off safety feature with the customer. Customer had elevated blood glucose (bg) levels reaching 500 mg/dl. Customer delivered a bolus to address elevated bg levels. In addition, it was reported that the pump time was inaccurate. Reportedly, the pump time was inaccurate due to the pump time not being adjusted when the customer moved to a different time zone. Customer's bg level was not impacted due to the reported time issue.